Event description:
Re-thoracotomy and pump replacement surgery was performed on (B)(6) 2025. It was noted that the patient was symptomatic or injured as a result of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the alarms was suspected to be driveline damage. Pump replacement surgery was performed. It was noted that the patient was currently recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally, it was reported that on (B)(6) 2025 the patient experienced an lvad failure with a driveline disconnection which led to the (B)(6) 2025 pump replacement. The cause of the failure was unknown. They remained admitted until (B)(6) 2025.

Event description:
It was reported that review of patient's history on the system monitor indicated multiple low speed operations had been recorded. Pump off operations had also occurred. It appeared that the patient did not experience any symptoms when the alarm was triggered. The log file for this epc controller captured several low speed and pump off events while using the power module. There were elevated pump powers and pulsatility index (pi) values during these events and appears to be a short to shield concern. It was recommended that the patient use battery power or an ungrounded patient cable if one is available to prevent further low speed and pump off events. The patient was not symptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist device (lvad), serial number (B)(6) confirmed driveline wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log files. It was reported that the patient underwent a pump exchange due to suspected short to shield. The log file submitted by the account contained events over a period of 8 days, per the timestamps. Multiple low speed and pump stop events were captured while the patient was supported by the power module. These events were associated with low speed hazards, low flow alarms, motor stops, and elevation in pump power above 10 watts. No other unusual events or alarms were noted. (B)(6) was returned with the driveline (dl) severed approximately 3.5¿ from the pump housing. The remainder of the dl was returned, measuring approximately 34" from the controller connector (cc). The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires from the returned sections of the driveline revealed potential insulation breaches on the black wire at approximately 0.5" from the pump housing, and the brown wire at approximately 29.5" from the cc. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test revealed an additional wire breach to the red wire in the approximate area of the breach to the brown wire. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, the wire damage had the potential to stop the pump if the patient was powered by batteries or an ungrounded patient cable, if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield. Additionally depositions were noted on the vanes of the outlet stator and between the rotor and blood tube wall. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU also outlines indications of pump thrombosis, as well as how to respond to such events. The IFU also addresses pump parameters including pump speed. The IFU addresses damage due to wear and fatigue of the driveline. The IFU also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The IFU explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had no particular problems. The details leading up to the low speed/pump stop were unknown.